Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the available information the cause of the reported mr cannot be determined. The reported mr as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated. D6: date of implant is estimated. Article titled ¿transcatheter edge to edge mitral valve repair for mitral regurgitation in hypertrophic cardiomyopathy ¿ a case series.¿

Event description:
This research article presents a case of an 86-year-old female who underwent transcatheter edge-to-edge repair (teer) using mitraclips for the treatment of severe mitral regurgitation (mr) with grade of 4. One xtw clip was implanted a2/p2, reducing mr to grade 1. During 6-months follow-up, it was observed that the mr increased to grade 2. No additional information was provided. Details are listed in the attached article titled,¿ transcatheter edge to edge mitral valve repair for mitral regurgitation in hypertrophic cardiomyopathy ¿ a case series.¿